Event description:
It was reported that the user entered a ghost meal announcement while blood glucose was 384 mg/dl and was counseled that such entries can interfere with the ilet algorithm; the user acknowledged understanding, and subsequent blood glucose (bg) was 201 mg/dl with a downward trend and no reported distress. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no medical intervention, no hospitalization, no emergency care, and no long-term impact. Investigation included technical review of device use and user-reported history. Investigation of this case revealed user-initiated incorrect meal entry intended to correct bg that could affect automated insulin dosing decisions. It was concluded that user interaction contributed to the event and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.